Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins started to slip an inch or two and unsure what caused it. The consumer reported that the healthcare professional (hcp) reimplanted it deeper and reanchored it on the day prior to this report. The consumer reported that the hcp did not have the equipment to turn off the ins for the surgery, but the patient programmer was used to turn stimulation down to 0.0, but the consumer thought the ins was still on. Hcp did not have equipment to reset stimulation after surgery. The consumer reported that he tried to reset the stimulation on the night prior to the report but got a warning power on reset (por). It was noted that the patient has dementia and was not an easy patient and needed to be more careful of the ins when she sat down, because it slid against the arm of a chair. The consumer was unsure of when or how it happened, but was worried that it would break loose when the patient sat down. The consumer reported that they were able to clear the por with hcp and that everything was working fine. It was reported that the patient was able to let her husband know when she felt stimulation and he thinks it is controlling the urinary issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.